Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a disconnection between a transfer set and a non-baxter pd plastic adapter. The cause of the disconnection was not reported. The patient subsequently experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized and treated with unspecified antibiotics for the event. The patient recovered from the peritonitis. Action taken with pd therapy was not reported. There was no report of damage to the transfer set. The transfer set was replaced. No additional information is available.

Manufacturer narrative:
The date of the patient diagnosed with peritonitis was the first week of june. The reported product involved is an unknown transfer set the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.